Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733625, (ups) lot/serial #: (B)(6); product ID: 9734477, (computer) lot/serial #: (B)(6); product ID: 9733438, (scu) lot/serial #: (B)(6). H3) the uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ups was tested and was fully functional. It was able to switch from ac power to battery power and back again without issue. It was also able to properly charge a battery. All outputs measured appropriate voltage. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer boots normally to the application screen. The were 64 allocated sectors found. An electrical failure found. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the polaris spectra system control unit (scu) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned scu would not power up on the test bench. A check of the fuses found that both had blown. After replacing the fuses, the scu returned to normal function. This scu had been previously returned for the same issue and will not be returned to service inventory. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu), the computer, and uninterruptible power supply (ups) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the optical system was not working. No patient was present at the time of the event. No further information was received.